Manufacturer narrative:
Catheter model # 8709, lot # j12276r31, implanted (B)(6) 2005, explanted unknown, catheter model # 8731, lot # n002170402, implanted on (B)(6) 2005, explanted unknown. Analysis of the pump revealed high battery resistance.

Event description:
The battery was alarming. Interrogation of the device indicated the elective replacement indicator (eri) was <(><<)> 1 month. The pump was replaced due to battery depletion. The patient recovered without sequela. The pump delivered compounded baclofen, fentanyl and bupivacaine.